Event description:
Certain nellcor puritan bennett easy cap ii co2 detectors from lot number c25824 which are reported as intended to change color in the presence of co2 have been reported as having failed to do so. There have been no adverse pt events or injury. Puritan bennett has been advised of lot and aforementioned event and are taking corrective action in exchanging lot number with full replacement. No other lot number reported by this facility as potential defects.